Event description:
It was reported by service report that the scale digital screen where pt weight is displayed at the footboard was blank, and only showing partial digits in some spots. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty scale assembly.